Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced bowel problems, dyspareunia, and urinary problems some time after implant. All other information, including the patient's current condition, is unknown and reportedly unavailable.